Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient born on (B)(6) underwent an atrial flutter right (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring surgical intervention. It was reported that the patient suffered pericardial effusion and tamponade. After the afib portion of the procedure, during the cavotricuspid isthmus (cti) ablation, the physician reported they felt a steam pop. Ten minutes later there was a drop in the patient's blood pressure. The effusion was diagnosed using intracardiac echo. The caller stated there was a small, baseline effusion but that it was larger at this point in the case. The patient's blood pressure was supported medically and a pericardiocentesis was performed, infusing the patient's blood back simultaneously. The patient's bleeding was not slowing down so they were being readied at the time of the call for transport to CT surgery for further intervention. The physician did not indicate that biosense webster, inc. Products contributed to the patient's event, other than that a steam pop occurred. The generator parameters were 35 watts for 60 seconds, along the cti. Additional information from note (B)(4) received on (B)(6) 2021: this adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is the steam pop at ivc junction during cti ablation. Medical intervention provided was pericardiocentesis preformed in lab and patient taken to operating room for open heart repair. The patient outcome of the adverse event, the patient went to operating room for repair and is still in the hospital. The patient is improved at present. The patient did require extended hospitalization because of the adverse event, as they had open heart surgery secondary to event. Prior to noting the cardiac tamponade, ablation was performed. There was evidence of steam pop. The event occurred during the ablation phase. An irrigated catheter was used in the event, the flow setting was low at 8cc and high at 15cc, standard stsf settings. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages noted on biosense webster equipment during the procedure. Force visualization features used were dashboard, vector, and visitag. The visitag module was used, parameters for stability used standard 3mm, 3sec, fot 25%, min force 3g resp adjustment on. No additional filter used with the visitag. Color options used prospectively, tag index. Generator parameters as far as they recall were power mode 35 watts 60 sec. The noted temperature, impedance and power at the time of steam pop, reporter is not sure if this is the correct burn 35w, 22c, 29 impedance drop 107-78, and 20gm.